Manufacturer narrative:
D10 concomitant products: sig45ctamt, tri 2.0 sig45ctamt 45 CT med thk 12mm (lot #: n3j2286y). Sig30ctav, tri 2.0 sig30ctav 30 CT vsclr 12mm (lot #: n3d0194y). Egia60amt, egia60amt egia 60 artic med thick sulu (lot #: p3m0788). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, seven days postoperatively of lobectomy, the patient suffered subcutaneous emphysema, and there was anastomotic leakage. The patient was re-admitted at emergency, for which a drain was installed. It was noted that the patient needed another appointment to remove the drain.